Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 219 mg/dl (aviva) and 35 mg/dl on professional meter. Customer reportedly passed out after the reading on her meter and emts were called. Customer had taken 10 units of novolog r insulin 2 hours prior to the incident based on a reading of 419mg/dl; she had no symptoms. Treatment received by emts was unknown, but she was transported to the hospital where she regained consciousness and was treated with an IV of unknown content and given food and drink requested return of suspect device for evaluation and replacement was sent.